Manufacturer narrative:
Correction h6.

Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, investigation conclusions. H11: additional information regarding the results of the investigation. Investigation summary no product was returned. Thrombosis: in order to make a cause determination, the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Pericardial effusion: the cause of the injury was unable to be determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was determined to be an adverse event related to the anatomy of the patient since patient had tortuosity in innominate and curved axillary artery at innominate take off would not let impella advance. Product damage (guidewire kink): the cause of the product damage was most likely patient condition related since patient had tortuosity in innominate and curved axillary artery at innominate take off would not let impella advance. Device history review guide wire 0.018" batch #8854090 passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Buddy wire used to straighten anatomy. 20 minutes after procedure was successfully completed & while waiting for ICU space patient decompensated. Bp dropped and cvp raised. Echo showed pericardial effusion. Md decided to perform pericardial window. After removing 300cc of bright red blood, decided to convert to sternotomy and explore cavity. No active bleeding found, only 2 small clots. 1 prbc & cell saver given during the procedure. Md conclusion was that most likely injury was caused by one of the wires.